Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in chicago, illinois. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 pump gave a motor controller error message (code 442) and aortic root fault. The issue occurred during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
Field service was dispatched and could reproduce the issue. To solve the issue, all components except for the pump head were replaced. However this did not solve the problem and the issue persisted. The pump head was not replaced due to the high cost of the component. The customer opted to purchase a new roller pump 150. A review of similar complaints revealed that other instances of this issue have been reported to livanova. Based on the information provided by the field service, the reported event was likely caused by a problem with the pump head. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.